Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the product was placed on a primary line to connect secondary tubing. The product caused air to enter the line which resulted in multiple alarms. The product was then removed.